Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 3 of 3: reference MFR. Report#1627487-2018-03303, reference MFR. Report#1627487-2018-12943. It was reported the patient underwent surgical intervention on (B)(6) 2018 wherein the the ipg and lead were replaced during the procedure. The reason is currently unknown.

Event description:
It was reported that the reason for the surgery was due to ineffective stimulation. The issue has since been reportedly resolved.